Event description:
It was reported that within three weeks of the system implant procedure, the patient experienced dizziness. It was noted that the right ventricle was intermittently not capturing on every other beat. It could not be determined if the cause of the intermittent capture was the competitor right ventricular lead or the device. The competitor lead was capped and replaced and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4269 competitor implantable pacing lead (B)(6) 1997. (B)(4).